Manufacturer narrative:
(B)(4). The rn did ask about having a pump brought to them and the css explained that there is a rental option; however, it did take approximately 24 hours to arrive at the facility. The lab rn stated that would probably not help them and asked that the fse call him directly to discuss. He has no further questions at this time. At 1713 pm est on (B)(6) 2012 the cardiac cath lab manager (cclm) called the hot line and stated that she is not comfortable pulling the patient on the pump without having the pump checked out. The cclm did relay that biomed checked the pump and they could not recreate the alarm. The cclm said she would like our team to check the pump. The css explained that it was likely the process the biomed department utilized to check the pump would probably be very similar to what the fse would do with the pump. The cclm told the css that she would like to discuss with the fsr before discussing with higher administration. The css told the cclm that she will have the fse call her. Additional information received on 04/25/2012 from the fse stated that the pump was checked by biomed and no problems or failures were noted. The pump was then checked by the fse himself and no problems or failures were noted. The fse did find dried blood in the drain bottle. The pump is currently not in service. The pump will continue to be out of service until the pump assembly is replaced.

Event description:
It was reported that at 2014 pm est on (B)(6) 2012, the rn called the clinical support specialist (css) because when they connected the patient to the pump and attempted to initiated pumping, they received a purge failure alarm. They were unable to get the pump to start after troubleshooting and as a result, they switched out the pump for the second pump in-house. Intra-aortic balloon pump (iabp) therapy started without difficulty. The rn told the css that the concern is they only have 2 pumps in-house and the physician wants to be sure they have a functioning pump still available. The css stated that she will contact a field service engineer (fse). At 2058 pm est the css received a call from another lab rn who said "all connections had been made and they could not figure out why the pump wouldn't pump." The css and the rn reviewed the possible reasons for the purge failure alarm. The rn asked if there was 24 hour field service availability and the css stated that there was not 24 hour field service. However, the css told the rn that she will contact the fse and have him call the rn directly to discuss.